Event description:
The customer alleges she obtained blood glucose results of 836 mg/dl and 638 mg/dl. These results are outside of the system's measurement range of 10-600 mg/dl. The customer went to the hospital to be retested and they obtained a value of 139 mg/dl, no report of treatment. Return requested and replacement was sent.